Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on the save to disk. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. The right ventricular (rv) lead had ventricular capture values which were out of range. The device and lead remain in use. No further patient complications have been reported as a result of this event.